Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: the black box showed one power reset event post ¿cs128¿ alarm on (B)(6) 2017. The battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The battery base was cracked between the case seal and the keypad. Evidence of moisture ingress was observed on the display screen inside the pump. A leak test failed due the cracked base leak.. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. The investigation was unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed; further moisture corrosion was found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power and there was moisture behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.